Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with corneal ectasia in both eyes approximately 5 1/2 years after their laser treatment. The patient's corrected visual acuity was 20/40-2 in the right eye and 20/50-2 in the left eye. The patient's uncorrected visual acuity was 20/150 in the right eye and 20/150 in the left eye. The patient was referred to a specialist and has under gone cross linking.